Event description:
It was reported that two weeks before the procedure, this artificial urinary sphincter has lost its fluid. Therefore, the patient experienced recurring urinary incontinence. The patient underwent surgery to replace the device. There were no further patient complications.